Event description:
The pt was implanted with a left ventricular assist device. Approximately 8 months post-implant, the vad coordinator reported that the pt was taken to the operating room for a pump exchange due to signs of hemolysis. During the pump exchange, thrombus on the inlet bearing was observed.

Manufacturer narrative:
The pt remains on lvad support with the replacement pump and no further issues have been reported. According to the information received, the explanted pump was disposed of and will not be returned to the manufacturer for evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.